Manufacturer narrative:
Additional information received: as of (B)(6) 2018 best corrected acuity 20/30, iop is elevated to 27um. Patient is being monitored for ocular hypertension. Corrections: patient did not have intraocular injections. (B)(4)

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to the lens. (B)(4) . Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2, -12.50, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to observation of excessive vault, elevated intraocular pressure without pupil block and angle closure (date assessed: (B)(6) 2018), unreactive (fixed) pupil, glare/haloes, and blurred vision. Additional surgical intervention ( enlargement of pi; yag) and medical intervention (intraocular injection) were performed/prescribed. The reported stated that the cause of this event was unknown. "Fixed pupil" was reported for status of the eye at patient's last follow up. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: lens was returned in liquid lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens within specifications. Corrected data: (B)(4).